Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # product ID# 694765 a proximal portion was received measuring 17.5 cm. A medial portion was received measuring 17.5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information was subsequently received on 2014-01-21 and revealed the patient died. As there is new information that reasonably suggests the lead caused or contributed to a death, this event no longer qualifies for asr infection/erosion reporting and is therefore being submitted as a 30-day report. Concomitant medical products: implantable pacing lead. Product ID: 419488, implanted: (B)(6) 2010. Product ID: 5076-52, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that erosion of the device occurred. The implantable cardioverter defibrillator (ICD) system was explanted. During the laser lead extraction of the right ventricular (rv) lead there was a tear in the superior vena cava (svc). The patient died as a result of the svc tear.